Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The right atrial (ra) lead was explanted due to infection. The patient had a small dehiscence area of her incision. It was noted purulent drainage. The patient experienced chills. Intravenous antibiotics were administered. No additional adverse patient effects were reported.